Manufacturer narrative:
Received fifteen new list# 46400-29, 112" yellow stripe pressure tubing extension set with anti-siphon valve. Lot# 5178807. A representative photograph was provided and evaluated. The photo shows one list# 46400-29, 112" yellow stripe pressure tubing extension set and an unknown filter. The tubing appears to be separated from the male luer of the extension set. No other visible damage or anomalies can be seen in the image. Fifteen new list# 46400-29, 112" yellow stripe pressure tubing extension set with anti-siphon valve (lot# 5178807) no damage or anomalies were observed on the returned sets. No mating devices or used samples were returned. A pull test was performed on the tubing/male luer bond of each sample. All fifteen samples met product performance specifications for bond strength. The reported complaint can be confirmed on one set based on the photograph provided. However, without the return of the used product a probable cause cannot be determined. A device history review (DHR) lot# 5178807 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a 112" yellow stripe pressure tubing extension set with anti-siphon valve that the customer reported the hub came completely off the tubing and coming apart. The event was noticed because the patient was having pain at the time and the patient was assessed immediately. There was patient involvement and no adverse event and no patient harm.